Manufacturer narrative:
Article citation: pourak, k., keane, a., sletten, a. Et al. Comparing breast implant support approaches with galaflex¿ and acellular dermal matrix in prepectoral direct-to-implant breast reconstruction. Plastic and reconstructive surgery. 2026; 1-33 findings contained within this article were presented at "plastic surgery the meeting 2025, october 9-12, new orleans, la" the events of seroma, infection, capsular contracture, necrosis, and wound dehiscence are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown; implant malposition; seroma; infection; mastectomy skin flap necrosis; incisional dehiscence.

Event description:
Literature review titled ¿comparing breast implant support approaches with galaflex¿ and acellular dermal matrix in prepectoral direct-to-implant breast reconstruction¿ reported aggregate 6-month postoperative complications in patients who underwent immediate prepectoral direct-to-implant breast reconstruction between 2019 and 2024. This report captures allergan breast implants from the adm-alone cohort, which included 89 patients / 170 breasts; the article states that all implants in this cohort were manufactured by allergan. Reported aggregate events included revision surgery required, surgical exploration required, reconstructive failure, infection, implant malposition, seroma, mastectomy skin flap necrosis, incisional dehiscence, hematoma, capsular contracture, [baker grade unknown], and rippling. Implant rupture and implant exposure were reported as 0% in this cohort. Affected sides are unknown. The status of all devices is unknown.